Event description:
The customer reported that the system had a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.